Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the unit had a malfunctioned cord that was causing run on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the unit had a malfunctioned cord that was causing run on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated and no failures with the cable were found. The cable functioned normally during all simulated use and electrical testing performed by both a service technician and an engineering technician. There was also no physical damage found with the cable during the visual inspection. Evaluation conclusion: the device was scrapped by the manufacturer.